Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction to meter serial number.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer the customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. Medical intervention is not reported at this time. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 05/10/2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). Caller states meter read 478mg/dl and states that today the meter read 250mg/dl and 208mg/dl back to back.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer the customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. Medical intervention is not reported at this time. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). Caller states meter read 478mg/dl and states that today the meter read 250mg/dl and 208mg/dl back to back.